Manufacturer narrative:
The insulin pump was received with no button response due to flattened all button dome switch (no crease) and no unlocked keypad connector. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify pump/transmitter communication anomaly due to buttons not responding. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump and the transmitter did not connect. The customer's blood glucose level was unknown. The insulin pump will be returned for analysis.